Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that needed to understand better with "programs". It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after hip replacement surgery (prior to ins) they were unable to control their bladder and they got ins and that reduced it and seemed to be working fine but on june 7 they needed emergency appendix surgery and did not have time to turn it off, the surgery was on the same side as their ins. Patient said ever since then they have noticed problems with bladder leakage and so yesterday they changed from p7 to p2 but is still leaking. Patient asked about program change options. Reviewed ins therapy optimization information, stimulation sensation information and recommended keeping a symptom diary to track results. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. During the call patient also reported they had increased stim so far it was painful in t he past, that went away after they reduced it back down. Patient mentioned unrelated medical history. This included patient was speaking with patient services (ps) through a sign language interpreter.